Event description:
It was reported that this cardiac resynchronization therapy with a defibrillator (crt-d) was repositioned from subcutaneous to subpectoral due to patient was experiencing pain at the device site. However, due to device remaining battery longevity at 2.5 years, the physician opted to explant the device and anew device was implanted. No additional adverse patient effects were reported.